Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3 non-platform switched tapered implant ((B)(6)) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment inside the implant. Additionally, the implant was severely damaged possibly during removal. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the screw at tooth site 26 fractured inside the implant, the screw could not be removed and implant had to be removed. Procedure was completed placing other implant (bost611).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products bost511, 3i t3 non-platform switched tapered implant. 5 x 11.5mm lot 2015041186. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.